Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with a product mandrel and balloon protector. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The stent was received on the product mandrel. There were crimp marks on the balloon between the markerbands indicating that the stent was secure on the balloon prior to the stent dislodging. The stent struts throughout the stent were stretched, twisted and bunched. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 28 x 4.50 rebel stent was selected for treatment. However, during the procedure, the stent detached from the balloon outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.